Manufacturer narrative:
Conclusion: only the actual trigger housing was returned for evaluation. When the returned trigger alone was attached to the mdu and activated, the trigger operated as intended. When the returned trigger was attached to "known good" main housing, the device operated as intended.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2012. The handpiece was loud and was starting and stopping. It eventually stopped. The uterus was calcified. Another like device was used with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03503 and 2210968-2012-03505. The same patient is represented in each medwatch.